Event description:
Manufacturer periodically compares device tracking information to the social security death index for the purpose of updating device tracking data. Manufacturer became aware of patient death during this process and evaluated available information against current procedures. The event did not meet MDR criteria per manufacturer's current procedures. In an effort to obtain additional information regarding patient deaths for summary reporting request, certificate of death was requested, received and reveiwed by manufacturer. Immediate cause of death is listed as sudden death with underlying cause of seizure disorder and cardiac abnormalities. Hypothalamic hematoma, resected is listed as a contributing condition. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pateint's death, it cannot be definitively ruled out as a factor.